Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine change out procedure, this lead fell apart upon removal from the header. The lead was surgically abandoned. There were no adverse patient effects reported.